Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient had gained and lost a lot of weight. The pump caused problems when walking, hitting the pelvic bone and came out of the pump pocket. This occurred two years after the initial implant. Due to the movement, the pump was replaced on (B)(6) 2014 and was ¿all taken care of now.¿ it was unknown what medication this device system delivered at the time of the event. Additional information was requested to verify the medications and event details. Should additional information be received, a supplemental report will be filed.